Event description:
It was reported that during a diagnostic procedure, there was a formation of thrombus while changing from the right system to the left system. Several unsuccessful attempts were made to obtain additional procedural and pt information.